Manufacturer narrative:
Follow-up received on 10-sep-2015: the ptc investigation result was provided. The ptc global number is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was living in pain for so long. She had a hysterectomy scheduled to remove the inserts but it was not performed yet. This unspecified pain is serious due to planned required intervention. This event is listed in the reference safety information for essure. Considering there is an implied compatible temporal relationship, considering the nature of this event and lack of alternative explanation, the causal relationship between this pain and essure therapy cannot be excluded. This case is regarded as incident since a surgical intervention will be required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0456, awareness date 13-aug-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer medical history included parity 2. Consumer reported that since insertion she had nothing but problems. She went to multiple specialists for different issues and was on numerous amounts of medication. She finally found a doctor that stated essure was causing all of her problems. She had been living in pain for so long. She had a hysterectomy scheduled for (B)(6) 2015 to remove essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was living in pain for so long. She had a hysterectomy scheduled to remove the inserts but it was not performed yet. This unspecified pain is serious due to planned required intervention. This event is listed in the reference safety information for essure. Considering there is an implied compatible temporal relationship, considering the nature of this event and lack of alternative explanation, the causal relationship between this pain and essure therapy cannot be excluded. This case is regarded as incident since a surgical intervention will be required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.